Manufacturer narrative:
The manufacturing records for onxm-25, sn (B)(6) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. The onxm-25, sn (B)(6) was implanted on (B)(6) 2016 in the mitral position of an 88 year-old female. Her obituary confirmed that she died on (B)(6) 2016 (37 days post-implant). According to operative and postoperative records, it does not appear that the patient left the long-term care facility following the implantation surgery. The records reveal the patient had coronary artery disease and large infarcted regions of the myocardium. While undergoing coronary artery bypass grafting (CABG), severe mitral valve regurgitation and hypertrophic obstructive cardiomyopathy (hocm) led to the decision to also implant the on-x valve. Postoperative events included cardiogenic shock, bilateral pleural effusions, paroxysmal atrial flutter/fibrillation, multiple embolic cerebral vascular accidents (cva), congestive heart failure (chf) and hocm. The records describe the death as ¿natural¿ but officially attribute it to hypoxic respiratory failure with hocm as an underlying cause. There is no evidence that the on-x valve failed to perform as designed. The last report described it as ¿post op limited echo with stable valve position/function.¿ the instructions for use (IFU) list death as a potential outcome of adverse events associated with prosthetic valve replacement, but in this case, there is no evidence that the valve was a contributor. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report, ¿clinical email for proact trial subjects listed patient as deceased.¿ patient received onxm-25 sn (B)(4) on (B)(6) 2016 and obituary confirmed death date of (B)(6) 2016. Cause of death is still unknown at this time.